Manufacturer narrative:
Block h6 device code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4 the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that a exalt model d single-use duodenoscope was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. During the procedure, the display began to lag and freeze, then went black. They attempted to resolve the issue by turning the controller off and on, and by unplugging and plugging the scope back in. The display returned for seconds but went black again. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.